Manufacturer narrative:
(Stopped working during surgery). Examination of the footpedal revealed fluid ingress inside the footpedal. In addition, an allen screw was found to be out of place which limited the movement of the footpedal. Moisture ingress detected inside footpedal, possibly due to spilled bss onto footpedal.

Event description:
During a phacoemulsification procedure, the footpedal stopped working and the surgery was postponed while the pt was transferred to a clinic with a functioning system. There was no harm to the pt.